Event description:
It was reported that suture placement in the right common femoral artery was attempted with proglide devices, using a pre-close technique, via a 6f sheath prior to a transcatheter aortic valve implantation (tavi) procedure. The sutures of one proglide device were successfully preplaced using the pre-close technique. Reportedly, for the second proglide device used, after plunger deployment when the sutures were being pulled out of the proglide device, the sutures were torn; a suture break occurred. The sutures of one additional proglide device were successfully preplaced using the pre-close technique. The sheath was upsized to 16f and the aaa procedure was completed. Hemostasis was achieved with the successfully preplaced sutures of the first and third proglide devices. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported suture detachment could not be confirmed as the plunger, suture, link, needles and cuffs were not returned. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar suture detachment incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Concomitant medical products: sheaths: 6f, 8f, 10f, 12f and 16f; proglide (x1), heparin. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.